Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a 14x17x6h roi-c spacer fractured intra-op. The spacer and fragment were removed and replaced with another spacer. There was a 5 minute delay without patient impacts.